Event description:
It was observed that during the device evaluation, the video system center exhibited the error e226 coming on monitor, faulty/defective receiver (rx) and transmit (tx) modules, and noise/flickering in the image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection the root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.